Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose high of 490 mg/dl. Customer called because she is trying to calibrate her sensor and stated her sensor was just put on about 3 hours ago. Advised customer to wait until her blood sugar comes down and then try to calibrate and if the sensor does not accept or malfunctions replace. Customer stated that she linked her sensor to her pump and she cannot see any information on the sensor graph and keeps asking for calibration. Customer stated she was having high blood sugar and that when she tried to calibrate. Customer stated she has not been on the pump because she had it replaced. Customer declined trouble shooting for the high blood sugar and treated with the pump. The insulin pump is not expected to be returned.